Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system requested a system explant. The patient indicated that they did not want to be implanted with a system which would require charging. The evoke scs system was confirmed to be performing as intended.